Event description:
It was reported a leak was noted at the end of the sheath during the procedure. Another device was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is received for evaluation, a follow up report will be submitted.